Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer reported the infusion set was bent. Customer reported the infusion set was leaking on the site. Customer was not using auto mode feature during the serious injury. Insulin pump will not be returned for analysis.